Event description:
The complainant reported that upon impella cp sheath insertion for patient support, clotting was noted. Heparin was administered in an attempt to counteract the condition but a clot was believed to have been ingested by the device. Decoupling between the placement and left ventricle waveforms developed and coincided with low pump flows. The decision was ultimately made to replace the device with another impella cp pump. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to produring repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the low pump flow and the thrombus has been completed. Data logs were investigated, and the low pump flows were confirmed. Throughout the entire case, pump flows are below the specification for the corresponding p-level the pump is running at. There are no positioning alarms, there aren't any placement signal trends, and there aren't any motor current spikes or trends that don't align with p-level changes. The only abnormality with the placement signal is similar to the report that the aortic/lv waveforms are abnormal at times. Data logs confirm that there are periods where the amplitude of the aortic waveform has an abnormally large amplitude, but no positioning alarms are triggered. There are also several suction alarms, the longest of which was active for over 20 minutes of the 38 minute case. This could be related to the noise seen in the ps waveforms. Though it is reported that the team suspected a clot was ingested, there is little to no evidence of that in the data logs. That does not mean that biomaterial did not get ingested and play a role in the low pump flows, however, it does not appear to be the leading factor. Clinical details provided that the patient's ef was 10% at case start. They also reported that the pump was replaced with a new one once explanted. The data logs for that second pump were investigated, and the low pump flows persisted through that entire case as well. Product was not returned for investigation. The patient's low ef at case start, the intermittent noise in the placement signal, the suction alarms, and the fact that low flows persisted on the second pump support that the patient's condition was causing the low pump flows. Based on clinical details provided and data logs, the root cause of the low pump flows was determined to most likely be patient condition. The root cause of the thrombus could not be determined without additional information.